Event description:
It was reported the pt was feeling no stimulation. The pt had stimulation 2-3 months ago and may have fallen several times. Impedances were checked and found to be >3600 ohms. The device was suspected to be overdischarged. A physician mode recharge was performed and the pt continued to feel no stimulation. Another impedance check was done which confirmed all 8 electrodes were >3600 ohms. An x-ray was being considered but it is unknown if it was performed. Additional info indicated after fully recharging using a trickle charge method the battery was able to be read. After fully recharging the pt was getting stimulation with pain relief.